Manufacturer narrative:
A medivators account manager reported a facility reprocessing, then reusing defendo disposable air/water, suction, and biopsy valves between uses in patient procedure. The defendo air/water, suction and biopsy valve is intended for single use, thus potential for patient cross-contamination. The medivators account manager was at the facility for an in-service and observed a tech at the facility reprocess defendo air/water, suction and biopsy valves in their dsd 201 automated endoscope reprocessor. The account manager noted that the facility had been reprocessing a sample box of these valves that he had given to the facility three months previous at which they were informed of appropriate use of the product. The facility has been informed that the valves cannot be reprocessed and need to be disposed of after every use. The facility is still reprocessing and reusing the valves. There are no reports of any patient harm at the facility. This complaint will be continued to be monitored in the medivators complaint system.

Event description:
A medivators account manager reported a facility reprocessing, then reusing defendo disposable air/water, suction, and biopsy valves between uses in patient procedure. The defendo air/water, suction and biopsy valve is intended for single use, thus potential for patient cross-contamination.